Event description:
It was reported that when patient presented in clinic high, out of range pacing lead impedance and high capture thresholds were observed. The lead was capped and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 19.9cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.